Event description:
My son is a user of the dexcom g6. The sensor failed after 5 days of use and is supposed to last at least 7 days. This is a very frequent occurrence for my son with the dexcom g6. It has happened at least once a month where the sensor fails prior to full expected use time.